Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis, and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth, ¿unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms.¿ it is unknown if the patient received a dose of antibiotics in the emergency room prior to the culture being drawn. Although the cause of the peritonitis event was not determined it was possible that a contamination event occurred. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A spouse reported a peritoneal dialysis (pd) patient who was hospitalized due to peritonitis. The reason for the peritonitis was unknown. Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn) and the clinic. The patient went to the hospital on (B)(6) 2026 due to abdominal pain after initially thinking it was crohn¿s related. The patient was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient started antibiotic therapy with intraperitoneal (ip) vancomycin 1,500mg for two weeks (last dose (B)(6) 2026) and ip ceftazidime 1,000mg for 5 days. The culture was negative for growth. The patient¿s white blood cell count was elevated (no value provided), and the polymorphonuclear (pmn) cells were >50%. The patient was discharged on (B)(6) 2026. At time of discharge, the patient was having difficulties with the pd catheter. The patient was sent home with a prescription for lactulose as it was suspected the issue was constipation, but later required heparin as there were small amounts of fibrin found in the catheter. The patient had a repeat cell count (date not provided) which showed the infection has cleared. The patient is on vacation and will come back for a final cell count on (B)(6) 2026. The cause of the peritonitis event is undetermined due to the culture being negative. No cassette leak was reported.